Manufacturer narrative:
Evaluation summary: evaluation of the returned device found a posterior cuff miss occurred. The posterior cuff remained in the foot pocket and the posterior needle was undisturbed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was retracted from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching from the anterior cuff. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss and subsequent link-to-anterior cuff detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: mislocated posterior cuff miss/anterior cuff link detachment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was initially reported that the device was to be returned for analysis; however, no specific information was available. Multiple attempts to obtain specific information were unsuccessful. Upon analysis of the returned device it was found a posterior cuff miss and an anterior cuff link detachment had occurred. This would result in a failure to achieve hemostasis.